Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was explanted and a new aus was implanted. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.